Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: "por" events observed in black box on 8/28/2015. Battery cap is able to fully tighten however battery cap threads damaged. Moisture contamination observed on underside of battery cap. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister.